Event description:
It was reported that the health care professional (hcp) wanted to review this right ventricular (rv) lead as the shock impedance value was at zero. Technical services (ts) reviewed the device data and determined that this lead recorded measurements of 0 and greater than 200 ohms. Ts suspected the impedance was affected by electromagnetic interference (emi) and a vector breakdown was performed with all the coils were high. No adverse patient effects were reported. This rv lead remains in service.